Event description:
Provider states the client used the lift as a home transport device moving a patient that was around (B)(6) to various areas in the home while being suspended in the lift, which caused the legs to bend.